Manufacturer narrative:
Device lot number, device expiration date, device evaluated by MFR., eval summary attached, device manufactured date, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the returned product consisted of the sterling sl balloon catheter. The balloon, shaft, and bonds were microscopically examined. There was contrast in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loosely folded and deflated when received. The balloon was pulled into the balloon but was not damaged. Microscopic examination of the balloon and shaft revealed that there were numerous kinks and stretching throughout the shaft of the device. Functional testing was performed with an inflation device filled with water that was connected to the inflation lumen. The device was inflated to the rated burst pressure (rbp) for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other anomalies. After confirming the device maintained rbp, the device was deflated by applying negative pressure with the inflation device; however, the balloon would not deflate. Product analysis confirmed the reported event due to the stretched shaft, which can cause no deflation of the balloon. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon deflation failure occurred. A 3.0mm x 150mm x 150cm sterling sl balloon catheter was advanced and was inflated with a 50/50 saline-contrast ratio at 6 atmospheres for three minutes. However, after upon pulling the negative pressure on the bsc inflation device, the balloon failed to deflate. Several syringes were attached to the device in an attempt to deflate the balloon but still failed. The device was removed together with the sheath while the balloon was still inflated. Pressure was held until hemostasis was maintained and the procedure was completed. It took approximately five minutes to remove the balloon from the patient. No patient complications were reported and no negative sequela ensued.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon deflation failure occurred. A 3.0 mm x 150 mm x 150 cm sterling¿ sl balloon catheter was advanced and was inflated with a 50/50 saline-contrast ratio at 6 atmospheres for three minutes. However, after upon pulling the negative pressure on the bsc inflation device, the balloon failed to deflate. Several syringes were attached to the device in an attempt to deflate the balloon but still failed. The device was removed together with the sheath while the balloon was still inflated. Pressure was held until hemostasis was maintained and the procedure was completed. It took approximately five minutes to remove the balloon from the patient. No patient complications were reported and no negative sequela ensued.